Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there was a high sensing integrity counter (sic) and oversensing of noise (electromagnetic interference) noted while sensing in unipolar configuration on the right ventricular (rv) lead. It was further reported that the device remains in use and reprogramming has been scheduled. No patient complications have been reported as a result of this event.